Manufacturer narrative:
Date of event estimated based on notification date as no event date was provided.

Event description:
It was reported that a catheter stuck in stent occurred. Following implantation of a stent, the opticross imaging catheter was introduced for lesion visualization. During pullback of the catheter, the tip became stuck on the distal edge of the newly placed stent and the catheter was unable to be removed from the patient. No further information was able to be obtained.